Event description:
Healthcare professional reported rupture of the right implant. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Cont. E.1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Visual evaluation: device photograph(s) for the device related to the reported event of rupture was requested on jan 11, 2024. Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported rupture of the right implant. Device has been explanted and replaced with non-allergan device.